Event description:
During a programming history database periodic review it was found that the patient's device was initially programmed to 1.75ma, but once high lead impedance was seen it was disabled the same day.

Event description:
Additional information received noting that the patient had their generator explanted due to an infection. The infection was reported in MFR. Report # 1644487-2021-01301. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
High impedance was observed in the or during a battery replacement once the new generator was connected to the lead. It was noted that pre-op impedance was within normal limits and high impedance was only seen once the new generator was connected. The lead pin was re-inserted with high impedance was still observed, so the surgeon decided to close the patient. It was then noted that the patient was referred for a lead revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.